Event description:
During a laparoscopy procedure, the monopolar connecting cable being used was seen to spark and burn. A hole in the cord insulation was then found near the end that plugs into the electrosurgical generator. No injuries were reported.